Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 7 years post the index procedure follow up CT revealed an endoleak where the right common iliac had dilated and the existing limb pulled out of the iliac and into the aneurysm sac. Intervention was completed on (B)(6) 2018. The physician embolized the right hypogastric artery, cannulated the existing limb and extended the limb into the external iliac artery. The endoleak was confirmed as resolved post intervention. Per the physician the cause of the event is anatomy related where the right common iliac artery had dilated causing limb to lose seal and pull back into the aneurysm. No additional clinical sequelae were reported and the patient is fine.